Event description:
The user facility reported that towards the conclusion of a diagnostic colonoscopy while attempting to cauterize a polyp with an unknown model of boston scientific hot snare and unknown model of conmed electrosurgical generator, an intermittent loss of image was experienced. The procedure was completed and the patient was discharged the same day. However, upon returning home, the patient reportedly experienced abdominal pain, and was taken to the emergency room of another facility the following day. The patient was diagnosed with a colon perforation and was taken to surgery for laparoscopic bowel resection. The patient was reportedly doing fine to date.

Manufacturer narrative:
The subject device referenced in this report, along with the cf-h180al colonovideoscope, and clv-180 light source was returned to olympus for evaluation. The evaluation could not duplicate the user's report of an image loss. The device was tested in conjunction with the user facility's clv-180 light source and cf-h180al colonovideoscope, and was found to operate appropriately. Additionally, the video processor was operated with different colonovideoscopes, and no image irregularities were observed. There was minor cosmetic damage noted on the exterior of the device. The cause of the user's experience could not be determined. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. Reference MFR report numbers; 8010047-2009-00202 and 8010047-2009-00204 for the other reports associated with this event.